Event description:
The customer contact reported the device was found delivering at a rate different than the originally programmed rate. On an unspecified date and time, the device was programmed to deliver unspecified medication and delivery was started. No specific programming parameters were provided. After an unspecified length of time, the customer contact reported the rate was fluctuating during use and not staying on the same rate. No specific details were provided. The device was removed from the clinical svc. Therapy was resumed using a replacement device. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. Though requested, no add'l info was provided.

Manufacturer narrative:
The device was rec'd. Investigation is not complete. The device history was downloaded at the svc ctr. The customer did not provide an event date or programming parameters; therefore, the history cannot be utilized to evaluate the reported event. This report represent all the info known by the reporter upon query by hospira personnel.